Manufacturer narrative:
Complaint no: (B)(4). The peritonitis event occurred on an unspecified date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovered from this peritonitis event. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was hospitalized for the peritonitis. No additional information is available. A review of all batch record documents was performed for potentially associated lot numbers h13h30047, h13l02031 and h14a07064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.